Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite blood set was leaking the following information was received by the initial reporter with the verbatim: on (B)(6) 2023. A patient in our medical day clinic was receiving a unit of red blood cells and when the nurse was doing their 15 minutes post start of transfusion assessment noted that the tubing just above the nonvented drip chamber was leaking blood at 1105h. The transfusion was stopped and the unit of red blood cells with tubing was sent back to our transfusion medicine department. I have reached out to the our transfusion medicine department to see if the tubing is still available to send back to bd for investigation and will let you if it is.

Manufacturer narrative:
It was reported that the tubing was leaking above the drip chamber. One sample model 2477-0000 was returned for investigation. The set was attached to an IV bag filled with normal saline and allowed to flow. No leaks were observed. The customer complaint that there was leakage was not confirmed. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
No additional info.